Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported end user was unable to capture a 12 lead with the device and device would not connect to 12 lead on a call. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.

Event description:
It was reported end user was unable to capture a 12 lead with the device and device would not connect to 12 lead on a call. Per bench repair statement device sent in because customer states that the device has a transmitting issue and times out before 1 minute. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.